Manufacturer narrative:
On (B)(6) 2019 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
A sore inside of top lip on the side [cheilitis]. Lip caught on toothbrush head [lip injury]. Soreness/inside of top lip on the side [lip pain]. Bottom brush head came apart in mouth / square brush part came off in mouth [device breakage]. Case description: consumer contacted via phone and stated that the bottom brush head came apart in her mouth, the square brush part came off. No serious injury was reported.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
A sore inside of top lip on the side [cheilitis]. Lip caught on toothbrush head [lip injury]. Soreness/inside of top lip on the side [lip pain]. Bottom brush head came apart in mouth / square brush part came off in mouth [device breakage]. Case description: consumer contacted via phone and stated that the bottom brush head came apart in her mouth, the square brush part came off. No serious injury was reported.